Event description:
On (B)(6) 2012, pt reported being unable to give a bolus via the infusion device. Pt stated, she is able to access the bolus with her top arrow button and it flashes 0.0, but is unable to adjust the units with her down arrow button. Pt reported, the down arrow button still will not function while the infusion device is in stop mode. Pt stated, all other buttons function properly. Pt reported, the issue began this evening while she was attempting to give herself a bolus. Pt stated, the down arrow button doesn't appear to be sticking down. Pt reported, she recalled receiving the button recall notices, but didn't realize her infusion device was affected. Pt stated, the button does not make an audible sound when pressed down and will not work no matter how hard she presses it. Advised on using her backup infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.